Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010 (no actual date provided), inratio: 1.7, doctor's inratio meter: 2.0. Patient reported discrepant results between his meter and his physician's inratio meter. This occurred about a month ago. Same finger was used for both tests - one immediately after the other. Patient has been on coumadin for years. Patient stated he had no bruising or bleeding.